Event description:
It was reported that during a dye study to verify placement of the catheter, 2 ml of hypaque was given and the pt had a seizure. Within 2 hours, a 30cc washout of cerebrospinal fluid was performed and the pt was put into a drug induced coma for several days. It was thought that the catheter was broken, but it was found to be disconnected at the connector and had retracted. Specific symptoms leading up to the revision were not reported. A new area was tunneled through for the placement of the new section of catheter. The pt was hospitalized for about 7 days total, and seems to have no residual effects from the event, however, did require physical therapy after the episode, but progressed more rapidly than they thought she would. Refer to MFR's report # 6000030-1997-00271.